Manufacturer narrative:
The reported issue was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they unit received for 600.6875 error. Replaced the wireless card. Pm performed. All tests passed. Based on the findings, service determined that the probable root cause of the reported issue was due to electrical failure of the wireless card. A review of the device history record showed the device had a manufacture date of 10feb2020. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported error code 600.6875. There was no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported error code 600.6875. There was no patient involvement.